Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude measurements. Boston scientific technical services (ts) recommended health care professional (hcp) for device reprogramming and monitoring. The lead remains in service to date. No adverse patient effects were reported. The clinician was not able to reproduce the noise with isometrics. The patient could not remember being near an energy source. Ts recommended device reprogramming and monitoring. The lead remains in service to date. No adverse oatient effects were reoorted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).